Event description:
It was reported that the patient has expired. The cause of death is unknown. The implant duration was less than one month. A copy of the operative report (for 2009), was received . Unfortunately, the cause of death remains unknown. No further details regarding the death were provided. Information learned from implant patient registry and through follow-up with the surgeon's office.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed on and this device passed all manufacturing and sterilization inspections with no nonconformance.